Manufacturer narrative:
Balt USA's reference number: (B)(4). During review of the maude database report (B)(4) was found on a optima coil system. Balt USA is unable to obtain additional information and official complaint has not been sent to balt USA by its user. An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore; a review of the lot history records could not be performed.

Event description:
Report sent to FDA by user facility: "during aneurysm coiling coil detached without being released by provider."